Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a disable error where the identification sound with the bleeping, activates automatically, not succeeding to disable. There was no patient involvement.